Event description:
See initial report.

Manufacturer narrative:
H11:complaint database review revealed that there other events of ntm contamination where reported at the customer's site. Through follow-up communication, livanova learned that at customer site devices are cleaned regularly per the instruction for use, the water quality monitoring is applied and the h2o2 is daily checked. H2o2 is added when the water in the tanks is changed (each 7 days). A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or an equivalent performance filter is used and when the device is not used, it is stored drained. The hospital does not use reusable blankets. Before initial operation and storing the heater-cooler, the surfaces and water circuits are disinfected and the device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. A device service history review has been performed and identified that the unit was manufactured in 2017 and two other similar events have been reported from other customers. Based on all the available information it was not possible to identify a specific root because that remains related to environmental condition where the units operate. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated capas and a field action has been issued in march 2019.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in lecco, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with non-tuberculous mycobacteri. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
E!: it was identified the wrong customer name was inserted. The corrected one is not in the e1 if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.